Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a ¿pairing failed¿ message when attempting to connect a freestyle libre 3 plus continuous glucose monitor (cgm) to the ilet, which resolved after the user rescanned the sensor and the cgm entered its warm-up period; the ilet displayed a message indicating cgm dosing or entry of blood glucose would be required until warm-up completion, and the user was informed this message would clear once warm-up finished. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary interruption of automated cgm-driven dosing during sensor warm-up. User support included review of device logs via the ilet cgm menu and user education on expected cgm warm-up behavior. Investigation of this case revealed that the initial pairing failure was transient and resolved with rescan, and device performance was consistent with expected cgm warm-up operation. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction during cgm pairing with expected behavior during sensor warm-up.